Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This report is a final submission. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. On january 14, 2020, it was reported that the device was skipping gears. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Product review of the skin graft mesher on january 22, 2020 revealed that the calibration was out of specifications but the device produced a passing sample mesh. The roller gear had visible wear. The 1.5:1 ratio cutter, serial number (B)(4), and 2:1 ratio cutter, serial number (B)(4) both produced an incomplete mesh and were deemed non-repairable even after the collars and gears were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on january 22, 2020 which included replacement of the spring pin and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The root cause of the reported event cannot be specifically determined with the provided information because the reported event could not be confirmed. The roller gear was noted to be worn but there was no mention of it the gears skipping. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that device was skipping gears. The event occurred at a cadaver skin bank and not in the surgical environment and no patient involvement, therefore, no harm or delay. At evaluation investigation it was found that the cutters would not produce a passing mesh. No adverse events were reported as a result of this malfunction. No additional event information available.